Event description:
Seaspine was made aware on (B)(6) 2022 of an intraoperative screw fracture consisting of seaspine's mariner pedicle screw system. It was reported that while attempting to remove the suspect screw, the neck of the screw fractured. The surgeon was unable to remove the screw; therefore, the fractured screw remains in-situ.

Manufacturer narrative:
The fractured screw remains inside the patient. No injury or medical intervention has been reported. The surgeon will continue to monitor the patient for any indication requiring intervention. Possible adverse events: bending, disassembly or fracture of implant and components.